Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number .

Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 5 months following primary surgery. Surgeon explanted 135/145 40/+6 stability humeral cup, and then implanted a 40/+6 stability humeral cup plus a 135/145 reversed adapter for an extra +9mm of spacing.